Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated due to charging issue. The patient was able to charge and was doing well postoperatively.

Manufacturer narrative:
Date of event : (B)(6) 2014.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated due to charging issue. The patient was able to charge and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients charging issue was due to the depth of the ipg placement and the ipg was tilted. During the revision procedure the patient¿s ipg was implanted a bit deeper, and the ipg was moved from the left buttocks to the left upper flank.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated due to charging issue. The patient was able to charge and was doing well postoperatively.